Event description:
It was reported the device was used during a thoracoscopy procedure. It was reported the ez45g would not open. Another ez45g was opened to complete the procedure. There was no consequence to the pt.